Event description:
Reporter alleged obtaining the results of 65 mg/dl, 284 mg/dl, 389 mg/dl and 121 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he took 60 units of lantus and 10 units of novolog, then had breakfast after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.